Manufacturer narrative:
G4: PMA / 510(k)#: please note that the involved device is not marketed in the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy surgery, the signal has been lost and changed the tube to complete the procedure. There was no patient impact in this event. Additional information received that there was no lack of response due to anesthesia, muscle relaxant on board, or too much fluid in the field.

Manufacturer narrative:
H6: the previously applied fdc d16 code is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:the device was returned in a plastic bag. Upon receipt, contamination was observed on the cuff and ribbon, and a piece of surgical tape was present on the tube. The ribbon was also observed to be creased. Electrically, the resistance from electrodes to pins shall be 20 ohms. Measured resistance values were 23.5 ohms (red), 32.3 ohms (red with clear tube), 21.5 ohms (blue), and 23.2 ohms (blue with clear tube). All electrodes marginally exceeded the resistance specification. The device was then connected to a nim system, and the distal end of the flex circuit was submerged in a saline solution for electrode check and noise testing. The electrode check passed immediately upon connection, and no excess noise or intermittent behavior was observed during functional testing. Although marginally higher resistance was observed during the electrical check, there were no issues with the nim electrode check, functional test, or connection of the device to the nim system; therefore, the complaint could not be confirmed. H6:previous code b17,d16,c20 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.